Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the lower keypad is not responding to anything pushed was not confirmed nor reproduced during product evaluation. Also, the quality engineer has not determined the cause of the reported condition. Since no assignable cause was provided during product evaluation, no repair was performed for the reported condition. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a malfunction of "lower keypad is not responding to anything pushed." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.